Event description:
It was reported by service report that the power connector was missing.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the power connector was missing.

Event description:
It was reported by service report that the power cord was missing the ground prong and the foot end was drifting.